Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide 6f suture mediated closure device revealed that the complete suture was returned partially loaded in the device with the knot unraveled and the posterior needle tip loose. The posterior and anterior ends of the foot were examined for needle strike marks and none were detected indicating the needles were deflected outside of the foot pocket. A proxy plunger was inserted and the needle trajectory was found to be acceptable. The needle trajectory and mandrel travel are inspected and verified for each device. These findings are consistent with and confirm the reported needle to cuff miss. A posterior miss occurred as evidenced by the suture with the posterior needle tip being returned partially loaded in the device. The returned posterior needle tip was examined and there was no damage detected to indicate the needle engaged with or detached from the cuff during deployment. This finding also indicates the needle was deflected away from the needle tip, because the posterior needle tip did not engage with the cuff and the suture could not be harvested during deployment. A cuff-miss can be influenced by many factors, including, but not limited to; a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot, against the arterial wall. There was no product deficiency detected in the analysis, indicating the product was not a contributing factor in the event. Based on the investigation findings, inspection criteria and reported information, the cuff miss experienced during the procedure appears to be related to the operational context during use of the product. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this event. No product quality deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure which used a 6f sheath. Reportedly, a cuff miss occurred. The site was rewired and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician was trained in the use of the device. Though requested, additional information was not provided.